Manufacturer narrative:
No product returned.

Event description:
It was reported that approximately 5.5 years post-operatively a patient was revised to extend the construct and an unknown migrated cage was removed.

Event description:
It was reported that approximately 5.5 years post-operatively a patient was revised to extend the construct and an unknown migrated cage was removed.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation. H3 other text : hospital discarded device.